Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had unexpected battery power loss. The customer also reported crack on the back of battery compartment. The customer received a low battery alert prior to replace battery alert. No harm requiring medical intervention reported. The device will be retuned for analysis.

Manufacturer narrative:
Customer returned device for an alleged unexpected battery power loss or replace battery alert/replace battery now alarm and cosmetic damage located at the back of the battery compartment found on (B)(6) 2022. The device was received with a cracked case-corner of belt clip rails near the battery tube compartment. The device passed the self test, displacement test, active current measurement and sleep current measurement. The device was monitored for several hours and no unexpected battery power loss or replace battery alert/replace battery now alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The device trace download analysis confirmed the device alarmed pump error 25, power loss alarm, low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm. Low battery alert was recorded and found in the formatted history file on: 07/20/2022 12:14:01.000. Replace battery alert was recorded and found in the formatted history file on: (B)(6) 2022 11:00:00.000, (B)(6) 2022 02:00:00.000, (B)(6) 2022 21:00:00.000, (B)(6) 2022 21:10:00.000, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 11:09:26.000, (B)(6) 2022 02:08:08.000 to 07/06/2022 02:32:00.000, (B)(6) 2022 12:26:16.000. (B)(6) 2022 21:21:58.000 to 07/21/2022 21:22:41.000. Pump error 25 alarm was recorded and found in the formatted history file on: (B)(6) 2022 14:00:14.000. Failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2022 02:08:29.000. And power loss alarm was recorded and found in the formatted history file on: (B)(6) 2022 02:08:29.000, 07/21/2022 21:23:04.000. The power management tool confirmed pump error 25 alarm, power loss alarm, low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board 1, the device was monitored and functioned properly. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board force sensor, motor and vibrator assembly noted. ¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the back of the battery compartment. Pump error 25 alarm, power loss alarm, low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm were confirmed. Pump error 25 alarm, power loss alarm, low battery alert and unexpected battery power loss or replace battery alert/replace battery now alarm due to connector resistance issue on electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.